Manufacturer narrative:
H3, h6: we have now concluded our investigation into the complaint reported. The device was used for treatment. The returned pump underwent an evaluation. An initial visual inspection did not identify any issues. When fresh batteries were inserted, all indicator lights were solidly illuminated. Device performance data shows the device entered a non-recoverable error state. The device entered an nre state as the motor current was out of range. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that a new pico was opened and when the batteries were inserted the machine did not deliver therapy. All the lights on the front of the machine light up and that was all. No case involved.